Event description:
It was reported that customer had damaged tandem charging cable and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and replacement charging supplies were arranged to be shipped with two-day delivery, with no additional information received regarding any further actions or outcomes.